Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-nov-2022. H6: investigation summary: one sample and three photos received by our quality team for investigation. Upon visual evaluation, black foreign matter is observed on the shield of the needle. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances was mainly composed of silicone. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with poorly executed cleaning in the assembly area by the operator.

Event description:
It was reported by the customer that the bd plastipak ¿ sterile syringe experienced the tip of the package is stained. The following information was provided by the initial reporter, translated from spanish to english: the head of nursing comments that the nurse on duty took the syringe to administer medication, before opening it she notices that the tip of the package is stained. They make a report to cofepris of the event.

Event description:
It was reported by the customer that the bd plastipak ¿ sterile syringe experienced the tip of the package is stained. The following information was provided by the initial reporter, translated from spanish to english: the head of nursing comments that the nurse on duty took the syringe to administer medication, before opening it she notices that the tip of the package is stained. They make a report to cofepris of the event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6)